Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level, as the issue did not lead to a pump shutdown or prevent it from turning back on. The caller attempted different troubleshooting steps, including using a different wall adapter, which resolved the issue.